Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated the 95% stenosed, 3.0x20mm mid lad (left anterior descending) lesion. Treatment consisted of predilation and placement of a 3.0x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient expired 1698 days following the index procedure. The cause of death is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.